Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm cadiere forceps instrument did not open. The jaws were not stuck on tissue. The instrument did not respond to the surgeon. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.